Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons were sticky. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump was rejected new batteries 3 times and there was two cracks where the reservoir goes in at the bottom as well as insulin pump had to rewind more than once per reservoir change. Troubleshooting was not performed. The device will not be returned for analysis.